Event description:
It was reported that; the collar on the 10mm screw started wearing out as it was being inserted.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Visual inspection indicated locking ring is slightly deformed and the top thread on the bone screw is stripped. Functional inspection indicated device is not functional with a deformed locking ring. Anchor c screw would not be able to lock to an anchor c cage without an intact locking ring. Dimensional inspection could not be performed, device is damaged. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.